Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that an asymptomatic patient presented with an alert for high pacing lead impedance. In clinic measurements were all within range and the capture threshold was normal. The patent will continue to be monitored.